Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a routine device check it was noted that the device had prematurely reached eri. The device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory and was due to low battery voltage. No high current drain sources were found during bench, automated electrical, temperature, and humidity testing. The battery was returned to the vendor for analysis and no anomaly was detected. The cause for the premature battery depletion was not conclusively determined.